Manufacturer narrative:
Troubleshooting with customer service confirmed the AED was alerting a service code. The service code was found to be related to the battery reaching a low state. The customer was advised to replace battery sn (B)(6). The customer reported being unable to remove the battery, and the unit was subsequently requested for return for further evaluation. Battery sn (B)(6) was returned with the device and was found to be depleted. Review determined the depletion was due to an unaddressed service code and prolonged red asi warnings. The reported issue of the battery being stuck could not be confirmed or replicated. The battery was removed without difficulty. The AED was tested using a test battery and functioned as designed throughout all functional testing.

Event description:
A customer reported that their AED's asi is flashing red and reporting a service code. The customer did not report this occurring during patient use.